Event description:
It was reported that during a lithotripsy procedure with a patient under sedation, the fiber fractured. A new fiber was used to complete the procedure without patient complications. It was noted that the fiber fracture was due to improper operation by the physician.

Event description:
It was reported that during a lithotripsy procedure with a patient under sedation, the fiber fractured. A new fiber was used to complete the procedure without patient complications. It was noted that the fiber fracture due to improper operation by the physician.

Event description:
It was reported that during a lithotripsy procedure with a patient under sedation, the fiber fractured. A new fiber was used to complete the procedure without patient complications. It was noted that the fiber fracture due to improper operation by the physician.